Manufacturer narrative:
The cause of the reported issue was due to the infusion set tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level while using a non-tandem infusion set. Bg value was not provided. Customer believes their high bg is due to improper insertion of the infusion set. Customer declined to provide any additional information including infusion set brand. Clinical support made multiple attempts to follow up with the customer; however, a response was not received.